Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are product ID: 3057, serial# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency patient reported that on (B)(6) 2018 his left lead 'failed' so he switched to the right side and his symptoms are beginning to improve again. No further complications were noted or anticipated.